Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr performed a blood glucose test and got a result of 76 mg/dl. He cleaned the meter and retested with a result of 120 mg/dl. The next two test results were 115 and 120 mg/dl. These four back to back tests were done within 10 minutes using separate fingersticks. No symptoms were reported. Rptr did not have any control solution for testing.